Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was pacing at a rate of 102 paces per minute. The bi-ventricular trigger was on, and once programmed off, this eliminated the fast pacing. The patient¿s heart rate was still 102 to 103 beats per minute (bpm). Additionally, the left ventricular (lv) impedance measurements were greater than 2500 ohms, and threshold measurements had been increasing. The patient¿s health was noted to have been deteriorating; therefore, no actions were going to be taken. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that no further troubleshooting was performed. The patient's health was deteriorating due to multi-system organ failure, which was unrelated to the device system. No adverse patient effects were reported. The device remains in service.